Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported tissue damage appears to be related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional clip delivery system (cds) is filed under a separate medwatch report number.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle, the posterior mitral leaflet (pml) came out of the clip. The clip was opened and the leaflet grasped again. The clip was deployed although there was still a severe jet lateral to the clip. A second cds was advanced and while preparing to establish final arm angle, movement was noted on the posterior side of the clip. The clip was opened and it was noted the chordae of the pml was ruptured. The clip was not implanted and the cds removed. Per the physician, the damage occurred during the implantation of the first clip and during placement of the second clip, the chordae fully tore. The procedure was aborted with the mr remaining at 4+. No additional information was provided.